Event description:
Boston scientific crm received information that the shocking lead impedance measurements of this ventricular defibrillaiton lead were less than 20 ohms during daily measurements 1 day as detected via the latitude system. Subsequent measurements were 34 and 58 ohms. No adveres patient effects were observed.

Manufacturer narrative:
At this time, no additional information is available and records indicate that this lead remains in service. If additional information becomes available, this report will be updated.

Event description:
Additional information has been provided that this is a device specific issue, not a lead issue.